Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (2gm, frequency and route not reported) and fortum (1 gm, frequency and route not reported). The patient¿s recovery status was unknown. The action taken with dianeal therapy was unknown. No additional information is available.